Event description:
(B)(4). I have had a pulmonary embolism, severe abdominal/pelvic pain, migraines, brain fog, neuropathy, severe back pain, lost all my teeth (beautiful teeth before essure), to name a few.